Event description:
This event is reportable based on the product analysis approved on 10/30/2007. It was reported that during a drug eluting stenting treatment procedure, the device was unable to cross the lesion. The 95% stenotic lesion was located in the very tortuous and moderately calcified left anterior descending artery. The physician advanced the 3.00x20mm taxus liberte stent to the lesion, but was unable to cross. There were no patient complications. The procedure was not completed due to the inability to cross the lesion. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual examination of the unit revealed damage to the stent. There was a kink present at the center of the stent. Four stent struts were slightly raised uniformly along the length of the stent. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty handling damage.